Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels resulting in third party assistance; bg value and cause were not provided. Customer declined to provide additional information regarding events.